Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported loss of live monitor, communication failure and no boot thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.